Event description:
It was reported that during a da vinci-assisted surgical procedure, the robotic coordinator (roco) contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported an ongoing issue with the patient side manipulator (psm1) going grey intermittently during procedures. The customer stated that they took the same instrument and installed it on another psm and dd not have any issues. Tse was unable to review logs as the system was not connected to onsite at the time of the call. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the psm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The patient side manipulator (psm) was analyzed and found would intermittently fault and prompt to reinstall the instrument when testing for engagement. The unit was then installed on a test fixture where it failed the instrument engage check, so the sp sensor flex main (ssfm) printed circuit assembly (pca) was replaced. The complaint was confirmed based on failure analysis. The probable root cause is due to an issue with the ssfm pca in the psm.